Event description:
Nursing home resident was being transferred from wheelchair to bed using lift sling when resident fell to floor. Report made by nsg. Staff present indicates that the hook on the left leg of the sling slipped off the hook on the lift chain.